Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor assembly. The blower motor assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor assembly failing was due to the 5vdc line having a short.

Manufacturer narrative:
The device has been evaluated, but not yet repaired.

Event description:
The manufacturer received information alleging a patient became cyanotic when a ventilator alarmed and a ventilator inoperative condition occurred. The patient was manually ventilated and placed on another device. No permanent harm or injury occurred. The ventilator was returned to the manufacturer for evaluation and the ventilator inoperative condition was confirmed. The device's system board was found to have thermal damage to ferrite e6. The device's system board and blower motor will be replaced to address the issue.